Manufacturer narrative:
Software investigation is in progress.

Event description:
A medtronic rep reported that the surgeon was inaccurate in a spine surgery. This was a 2 level fusion with the o-arm. The surgeon was off on 1 screw and it went into the disk space. The screw was removed and the pt is being monitored. The surgeon explained to the medtronic rep that the spine frame was loose on the pt so that could have been the issue. Surgery was rescheduled. No harm to pt reported.